Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient was on a cruise, and was exposed to a theft detector or security gate at an airport and on the cruise ship. The device was at 0 volts, but was on. It was stated the patient was unable to turn their stimulation off using their patient programmer, and that it "felt like the settings had changed" on their device. It was stated the patient needed to visit the emergency room, where a manufacturer representative met the patient with a new programmer. Following the trip, the patient did not have any residual problems with the device, and was currently receiving satisfactory stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Continuation of concomitant medical products: planted: (B)(6) 2011 explanted: unk; lead model 3778-60 lot# unk serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 37752 lot# unk serial# (B)(4) implanted: unk explanted: unk; lead model 37743 lot# unk serial# (B)(4) implanted: unk explanted: unk; lead model 355531 lot# n308284 serial# unk implanted: (B)(6) 2011 explanted: unk.